Event description:
It was reported that the patient with this spectra penile prosthesis (spp) experienced pain at the surgical site, which led to a surgical intervention. During the procedure, the spp was removed and replaced with a tactra malleable penile prosthesis. There were no additional patient complications reported.

Manufacturer narrative:
Device analysis pending closure.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this spp underwent a thorough analysis. The cylinders were visually inspected, microscopically examined, and functionally tested. Both cylinders had sharp instrument damage which likely occurred during explant; besides that, no anomalies were found. The cylinders performed within specification. Product analysis was unable to confirm the clinical observations. A review of the labeling confirmed the reported adverse events of pain is included in the product labeling. Additionally, there is no objective evidence that the user did not properly handle or use the device according to the spectra concealable penile prosthesis instructions for use (IFU). The reported events also do not contain an allegation against the labeling.

Event description:
It was reported that the patient with this spectra penile prosthesis (spp) experienced pain at the surgical site, which led to a surgical intervention. During the procedure, the spp was removed and replaced with a tactra malleable penile prosthesis. There were no additional patient complications reported.